Event description:
It was reported to boston scientific corporation that a solyx single incision sling system was implanted on (B)(6) 2011. According to the complainant, post-procedure, the patient presented with worsening incontinence (frequency, leakage), painful sexual intercourse, vaginal scarring, nerve damage, dysuria, nocturia, recurrent urinary tract infections, dyspareunia, vaginal pain, abdominal pain, lower back pain, pelvic pain, and required several subsequent corrective surgical procedures. All other information is unknown. Should additional relevant details become available; a supplemental report will be submitted.

Manufacturer narrative:
The reported lot number,1ml01101103, could not be verified. Consequently, the manufacture and expiration dates cannot be determined.